Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Upon inspection, customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications.

Event description:
It was reported that cadd solis, pump not dispensing correct doses. No further details provided.